Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 10ml s ls plunger rod was broken/damaged. The following information was provided by the initial reporter translated from spanish to english: in the event of negative pressures at the time of venipuncture or arterio-puncture, air enters on a large scale in front of the upward movement of the the plunger, impeding the extraction and generating a new injury to the patient. The plunger seems to slide without generating vacuum. Bubbling in continuous venipuncture, with damage to the sample due to turbulence and hemolysis invalidating it. Fissure in the syringe with blood spillage during venipuncture.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.